Event description:
Customer reports lancet sticks out after being fired while using the softclix lancet device. Customer accidentally stuck herself while using the device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.